Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following cataract extraction with an intraocular lens (iol) implant procedure, he has experienced blurry vision. He had scar tissue on the iol, and had a laser done, but vision did not improve. The consumer describes letters as looking double as if it has a shadow behind the letters. Additional information was requested.

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided by the consumer stating that it seems the implant the doctor put in was possibly the wrong strength. The patient is seeking a second opinion.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).